Event description:
The facility reported an infusion pump with a failure code 570 condition. Information was not provided regarding whether or not the failure occurred during an infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 08, 2007. Evaluation summary:the device has been requested for evaluation but has not yet been received. Should the infusion pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This report represents all information known by the reporter at this time.